Manufacturer narrative:
The subject circuit board of the clv-s190 was returned to olympus for evaluation. Olympus replaced the circuit board of the spare clv-s190 with the subject circuit board and confirmed the spare clv-s190. The spare clv-s190 worked normally with the subject circuit board and there was no other abnormality found. There was no similar medical device report of clv-s190 in the past. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the prostate plasma resection with the subject clv-s190, when the resectoscope was moved, the image of the monitor flashed. The user facility replaced the subject clv-s190 with the unspecified similar device to complete the procedure. There was no report of the patient injury other than replacing the device. When the field service engineer of olympus checked the subject clv-s190 at the branch office, the phenomenon was reproduced. The circuit board of the subject clv-s190 was replaced, and the circuit board was returned to olympus for evaluation.